Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review will be performed. The device has been returned for evaluation; the evaluation confirmed for detachment and identified stretching but unconfirmed for packaging issue. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 436-2515x pta balloon dilatation catheter allegedly experienced packaging issue, detachment of device or device component, and stretching. This information was received from one source. The malfunction did not involve a patient. Patient age, weight, and gender were not provided.